Event description:
Jada was not successful in stopping the bleeding [device ineffective]. No adverse event [no adverse event]. Case narrative: this spontaneous report originating from united states was received from physician referring to a female patient of unknown age via clinical education specialist (ces). The patient delivered her 4th baby vaginally. Patient bled with all prior pregnancies (3 times previously) so they had everything in the room ready. As soon as the placenta came out, patient began hemorrhaging. Prior to use of the jada methylergometrine maleate (methergine) was given to the patient. The patient¿s past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date in (B)(6) 2024 (reported as two weeks ago), the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intrauterine route (lot #, serial # and expiration date were not reported) for post-partum hemorrhage. On an unknown date in (B)(6) 2024 (reported as two weeks ago), the patient delivered her 4th baby vaginally. She bled with all prior pregnancies, so they had everything in the room ready, medications and vacuum-induced hemorrhage control system (jada system). As soon as the placenta came out, patient began hemorrhaging. As, the vacuum-induced hemorrhage control system (jada system) was not successful in stopping the bleeding (device ineffective), the canister filled with about a liter of blood, nothing further on this. The vacuum-induced hemorrhage control system (jada system) was then removed, and patient underwent a dilation and curettage (d&c). It was unknown if the patient had a bleeding disorder however patient received 50 units of blood and spent 2 weeks in the hospital recovering, nothing further on this. The patient's uterus never had any tone and didn't believe it was necessarily a failure of the vacuum-induced hemorrhage control system (jada system). No additional adverse event (ae) (no adverse event), no product quality complaint (pqc) was reported. The patient sought for medical attention. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices) and medically significant. This case was linked to same patient linked case included, patient underwent a dilation and curettage (d&c) afterwards again vacuum-induced hemorrhage control system (jada system) was placed no details on this. Ces states the patient continued to bleed and ultimately had a hysterectomy. (Device ineffective) (reported in oars #(B)(4)). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada was not successful in stopping the bleeding [device ineffective]. No adverse event [no adverse event]. Case narrative: this spontaneous report originating from united states was received from physician referring to a female patient of unknown age via clinical education specialist (ces). The patient delivered her 4th baby vaginally. Patient bled with all prior pregnancies (3 times previously) so they had everything in the room ready. As soon as the placenta came out, patient began hemorrhaging. Prior to use of the jada methylergometrine maleate (methergine) was given to the patient. The patient's uterus never had any tone. The patient¿s past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date in (B)(6) 2024 (reported as two weeks ago), the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intrauterine route (lot #, serial # and expiration date were not reported) for post-partum hemorrhage. On an unknown date in (B)(6) 2024 (reported as two weeks ago), the patient delivered her 4th baby vaginally. She bled with all prior pregnancies, so they had everything in the room ready, medications and vacuum-induced hemorrhage control system (jada system). As soon as the placenta came out, patient began hemorrhaging. As, the vacuum-induced hemorrhage control system (jada system) was not successful in stopping the bleeding (device ineffective), the canister filled with about a liter of blood, nothing further on this. The vacuum-induced hemorrhage control system (jada system) was then removed, and patient underwent a dilation and curettage (d&c). It was unknown if the patient had a bleeding disorder however patient received (B)(4) units of blood and spent 2 weeks in the hospital recovering, nothing further on this. No additional adverse event (ae) (no adverse event), no product quality complaint (pqc) was reported. The patient sought for medical attention. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices) and medically significant. This case was linked to same patient linked case included, patient underwent a dilation and curettage (d&c) afterwards again vacuum-induced hemorrhage control system (jada system) was placed no details on this. Ces states the patient continued to bleed and ultimately had a hysterectomy. (Device ineffective) (reported in oars #(B)(4)). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amendment report: updated correspondence contact checkbox for primary reporter, added correct patient initials as 'unknown', added historical condition as ¿uterus never had any tone' to uterine atony and health impact code for 'received (B)(4) units of blood' (transfusion). Deleted current condition 'placenta came out' and concomitant medication ¿methergine¿.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.